Event description:
It was reported that during a laparoscopic cholecystectomy, the device double fed and had malformed clips. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).